Event description:
The patient had a coronary angiogram. A coronary stent was placed. Following final angiographic pictures, when the wire was being pulled out, it got stuck on the stent. Despite a gentle tug/push, the wire suddenly snapped at the junction of the radial opaque and radiolucent segments. The physician was not able to snare the stent and wire piece. The patient went to the or for emergency bypass surgery and wire removal. She needed bypass of 4 vessels (not just the wire removal).